Event description:
Tampax stayed inside of my vagina [foreign body in reproductive tract]. Case description: consumer reported via social media that the tampon stayed inside her vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.